Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference: 1627487-2011-04106. Reference: 1627487-2011-04107. The pt received her scs system on (B)(6) 2010, including four surgical leads (two have the same lot number). The pt cannot increase stimulation past perception in any of her programs. The pt has recently moved, and the sjm representative is waiting for the pt to select a new physician.